Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of over 200 mg/dl due to insulin leaking from the infusion set. No further info is available. The pt did not require medical assistance from a healthcare professional or other party to address the issue. The infusion set was requested to be returned for eval.